Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having trouble rewarming on the arctic sun device. The device turned out was set in controlled normothermia with a rate of 0.08c/hr. The patient temperature was 33.2c, target temperature was 35c, water temperature was 21c, flow rate was 3lpm. It was noted that the weight of the patient was 77kg with small pads and universal all they had were available in place. Mss had nurse to send screenshot of graph and noted the target and patient temp were trending together. The bair hugger and warm blanket were on patient. Nurse updated rate to 0.2c/hour. Nurse called back at 3pm and stated that the patient temperature was increasing. The patient temperature was now 37.9c instead of 37c, but nurse confirmed water temperature was cold and flow rate was good. Mss explained to nurse that the next thing to check would be pad coverage. It was noted that the weight of the patient was 109kg. Mss explained they would need large pads and a universal over the abdominal area. The possible causes of heat generation need to be investigated for shivering, infection, seizure.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery to suppress shivering. However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." And "for patients > 100 kg (220 lbs), 1 or 2 universal pads are added as required for adequate coverage." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient was having trouble rewarming on the arctic sun device. The device turned out was set in controlled normothermia with a rate of 0.08c/hr. The patient temperature was 33.2c, target temperature was 35c, water temperature was 21c, flow rate was 3lpm. It was noted that the weight of the patient was 77kg with small pads and universal all they had were available in place. Mss had nurse to send screenshot of graph and noted the target and patient temp were trending together. The bair hugger and warm blanket were on patient. Nurse updated rate to 0.2c/hour. Nurse called back at 3pm and stated that the patient temperature was increasing. The patient temperature was now 37.9c instead of 37c, but nurse confirmed water temperature was cold and flow rate was good. Mss explained to nurse that the next thing to check would be pad coverage. It was noted that the weight of the patient was 109kg. Mss explained they would need large pads and a universal over the abdominal area. The possible causes of heat generation need to be investigated for shivering, infection, seizure.